Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. After fixing the lead in the rv, the pace impedance was 2,500 ohms and there was no capture. Repositioning the lead did not resolve the issues. The procedure was successfully completed with another lead and no adverse patient effects were reported. The lead was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. After fixing the lead in the rv, the pace impedance was 2,500 ohms and there was no capture. Repositioning the lead did not resolve the issues. The procedure was successfully completed with another lead and no adverse patient effects were reported.